Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing low blood glucose of 45 mg/dl, treated with sweets and a salty bar. Customer's symptom was sweating. Customer's current blood glucose was 55 mg/dl. Customer reported that she inserted a new sensor. Customer stated the insulin pump alarmed her low during the warm up period for the sensor. Customer was advised to put blood glucose on hold and later calibrate. Customer stated she was feeling better check blood glucose and it was up to 73 mg/dl. Customer has only been on the device for a day. Customer was advised to disconnect from the device. The drive support cap was normal. The settings on the device were correct. There was more insulin on the reservoir then what was display on the device. Customer was advised to monitor the device and call back if issues persist. No further information reported.